Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient called to ask about the longevity of the implanted system and to ask how long it could last inside the body. Patient services reviewed information with the patient and the patient stated they kind of stopped checking the system because at some point over the last 9 years, the therapy had stopped working for them, so they got "frustrated with it" and stopped checking it. The patient stated they had just tried syncing with the ins in the last couple of weeks and they hadn't been able to sync to see their settings. The patient stated since they moved to their current address, they saw one doctor one time to check the implanted system, but they could not remember that doctor's name and they wanted to find a new managing health care provider (hcp) to check the battery and the programming and to discuss next steps for the device. Patient services sent physician listings at the patient's request and reviewed with the patient that given the age of the implanted system, it appeared likely that the ins was depleted. The patient was going to reach out to an hcp and follow up with the hcp to check the implanted system. Additional information was received from the patient. When asked for the cause patient answered unknown. The patient said they have a doctor's appointment on (B)(6) 2024, the issue hasn't been resolved. 2024 (B)(6) patltr1 (con): additional information was received from the patient. They reported that the cause of the inability to synch with the device was not determined but that it was likely due to the age of the device. When asked what steps would be taken to resolve the issue they stated that they were having the device removed in july. This had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They had it removed.